Event description:
Subsequent information received states the study stent was located in the distal right coronary artery (drca) and the subject presented with complaints of having chest pain for several weeks occurring at rest and with activity. The subject had a lexiscan cardiolite stress test on (B)(6) 2012, which was positive, and was diagnosed with unstable angina. The subject underwent a cardiac catheterization procedure on (B)(6) 2012. The subject had 3 vessel disease requiring revascularization and stent placement of the mid circumflex, the first diagonal and the mid right coronary artery (rca). It was noted the subject was hospitalized from (B)(6) 2012 and was discharged on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that approximately 13 months post stenting, the subject experienced and was admitted with a diagnosis of angina. A repeat angiography and cardiac enzymes were performed. The subject was subsequently discharged. There was no reported adverse subject effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. In this case, there was no reported product deficiency and the product was not returned. The reported patient effect of angina, as listed in the instructions for use (IFU) is a known adverse patient event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Date of event - corrected. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and occlusion, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.